Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the mid femoral artery via a 6f sheath (model unknown). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that 5 minutes after the deployment of the device, a hematoma approximately 10 inches by 6 inches formed. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was kept in the hospital overnight and discharged on (B)(6) 2013. It was noted that the patient's hospitalization was due to the mynx device/mynx procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.